Event description:
During an endoscopic saphenous vein harvesting procedure, the scissors broke. The reporter did not provide any additional information regarding the alleged failure. However, based on failure analysis, an open circuit was detected on the device. This failure is a reportable malfunction since the failure has been determined to cause or contribute to a serious injury. The hospital did not report any patient complications.